Manufacturer narrative:
Additional information : the device was manufactured between june 20, 2018 - june 21, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak from the spike port cap. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental repot will submitted.

Manufacturer narrative:
Recall: correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. The leak was discovered at the compounding center. There was no patient involvement. No additional information is available.